Event description:
Customer reported she had lost her transmitter. Customer's blood glucose was 410 mg/dl. She treated with a bolus delivery from her insulin pump. During the call, customer found her transmitter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.